Event description:
It was reported while using bd vacutainer® sst¿, (100) tubes underfilled. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device expiration date: 31-mar-2026. D.4. Medical device lot #: 5101442. D.4. Unique identifier (UDI) #: (B)(4). Investigation summary: bd did not receive samples or photos for investigation. Functional testing was performed using 20 retained samples, and all samples drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, (100) tubes underfilled. There were no health impact or consequences reported.